Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Pt had this chpv valve implanted in 2012. She reported falling directly on the valve. On the CT, it looked like the proximal catheter was disconnected from the valve. In the or, the md found that the proximal valve was disconnected from the valve. In addition, the bottom of the reservoir had popped off. The surgeon believes it was the trauma that caused this to happen, however, he would still like a findings report to make sure the valve was not defective. Per rep, no adverse consequences.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.